Event description:
A caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple presses to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer to ensure the pump was not connected to a power source and advised using the tip of their finger to press the button while providing support from the bottom of the pump. After removing the pump from its case, the customer followed the instructions and confirmed that the button was functioning as intended.